Manufacturer narrative:
(B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, aortic expansion, and reoperation.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for a thoracic aortic dissection with three gore tag thoracic endoprostheses (tg4010/06483273-proximal, tg3410/06442677, and tg3115/06592008-distal). On (B)(6) 2010, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2010, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2011, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2012, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2013, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2014, a new entry tear was identified at the distal end of the tg3115 and a false lumen enlargement was observed (the amount unknown). An unknown (non-gore) stent graft was implanted to repair the new dissection and the false lumen enlargement. On (B)(6) 2014, follow-up images showed no endoleak. The maximum aortic diameter measured 59mm.

Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. (B)(4). Results pending completion of evaluation. (B)(4). Conclusion not yet available.

Event description:
This information was found during the 5-year post-marketing surveillance of gore® tag® thoracic endoprosthesis in (B)(6). On (B)(6) 2009, this patient underwent endovascular treatment for a thoracic aortic dissection with three gore® tag® thoracic endoprostheses (tg4010/06483273, tg3410/06442677, tg3115/06592008). Final angiography showed a proximal type I endoleak which the physician chose to monitor. The procedure was concluded. On (B)(6) 2010, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2010, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2011, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2012, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2013, follow-up images showed no endoleak. The maximum aortic diameter measured 48mm. On (B)(6) 2014, a false lumen enlargement was identified. An unknown (non-gore) stent graft was implanted to repair the false lumen enlargement. On (B)(6) 2014, follow-up images showed no endoleak. The maximum aortic diameter measured 59mm.